Event description:
It was reported that the patient was having difficulty charging. The patient could only get two coupling bar, where as she used to get 6-8 bars. It was further reported that the pocket 'felt loose' and the device was 'moving around.' It was also noted that there was 'no tilting, smooth.' An antenna locate was done with only two coupling bars. Another recharger was used and also only got two coupling bars. The patient denied and falls or trauma to the area in the week prior to the report. A few days later it was reported that the device had flipped and the patient's health care provider (hcp) manipulated the device and flipped it back to the correct side. This resolved the issue, no further issues were found, and stimulation was working well.

Manufacturer narrative:
(B)(4).